Manufacturer narrative:
Product ID 3093-33, lot# v076032, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the therapy worked for a patient when she was initially implanted, but then it stopped working. The patient had a loss of therapeutic effect and her doctors thought the leads may have moved. The patient did have falls and chiropractic adjustments that could have created lead wire movement that would have changed her therapy. The device was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.